Event description:
The customer reported that the entire touchscreen display of their pump popped out without being dropped or knocked, revealing mechanical components beneath and rendering the touchscreen unresponsive and illegible. There was no adverse impact to the customer¿s blood glucose level. Technical support planned to replace the faulty pump, and the customer planned to use multiple daily injections (mdi) as backup therapy for insulin delivery.